Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 431 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals matched the bolus and basal rate delivery totals. Found multiple no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure test. However, the customer was not comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.